Event description:
Customer reports the following: "biomed reported pump having tubing set issue. Biomed cleaned pins, tried multiple cassettes. No patient harm." Preliminary review of the device logs indicated that the upper part of the cassette was removed during infusion. Further investigation revealed the following: set ID not recognizing admin sets, could only identify sets with foil on the left side. Opened pump and removed admin set to find corrosion and contaminants on set ID circuit board connector and circuit board. Set ID gasket found to not be making full contact with the set ID module housing. Although this did not stop an active infusion, the issue is related to an internal CAPA that was opened by fresenius kabi in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Because it was linked to the issue identified in the recall, an MDR should have been submitted within 30 days of complaint awareness as per 21 cfr § 803.